Event description:
Caller states that customer was experiencing low blood glucose symptoms - hot flashes, sweaty, and slurred speech. Caller attempted to use an aviva meter three times to test the customer. All three times the caller obtained an e1 message. The caller then tested the customer on his non- accu-chek meter and obtained a reading of 21 mg/dl. Caller treated customer with a (B) (4). Within a few minutes, caller obtained a reading of 71 mg/dl on the customer with the non-accu-chek meter. Customer felt better and went to work. No additional events or treatments. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 478 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. No infusion site or set problems were noted. The customer has been filling the reservoir with cold insulin, so she was advised to fill the reservoir with room temperature insulin. The prime and self tests passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.